Event description:
It was reported to manufacturer that the sites (B) (4) hand held battery was no longer holding a charge. The non-working hand held and software have been returned to manufacturer and analysis is underway.